Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Following the initial failure analysis (fa) investigation, the force bipolar instrument was transferred to engineering for further review, and the initial findings were confirmed. The force bipolar instrument was placed on an in-house system and driven. The instrument passed recognition and engagement and moved intuitively as well as opening and closing the grips properly. The customer reported complaint was unable to be replicated or confirmed. The grips were also manually manipulated to determine if there was any resistance. No resistance was observed, and the instrument was easily able to be manually manipulated.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site encountered an issue with the force bipolar instrument ¿jaws locking¿ and being ¿difficult to remove¿. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the force bipolar instrument had ¿jaws locking¿ and was ¿difficult to remove¿, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint regarding ¿jaws locking¿ and being ¿difficult to remove¿ was not confirmed by failure analysis. Failure analysis (fa) received the part associated with this complaint and completed investigations. Fa investigation did not replicate or confirm the customer-reported complaint of jaws locking or of the instrument being difficult to remove. Manual articulation of the inputs found the grip tips to open and close properly. Visual inspection did not identify any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Fa made an additional observation, not reported by the site. The instrument was found to have a segment of the conductor dislodged from the connector inside the housing. There was no conductor wire damage, insulation damage, or thermal damage. The instrument failed an electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the instrument log for the force bipolar instrument (part#: 471405-06/ lot#: k10220509-0134) associated with this event was attempted, but a complete review was not able to be performed as there was no serial number provided for the suspect instrument. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed by failure analysis. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument jaws failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The event date in field b3 was updated based on additional information that was obtained.

Event description:
Refer to h10/h11 for follow-up information.